Manufacturer narrative:
Literature citation: frigg et al.stiffness and range of motion after minimally invasive chevron-akin and open scarf-akin procedures. Foot & ankle international. 2019; 00: (0). Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.

Event description:
Allegedly, in a 2019 literature article from frigg et al.titled,"stiffness and range of motion after minimally invasive chevron-akin and open scarf-akin procedures" the authors report 4% of the patients had wound infection.